Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with corneal infiltrates in both eyes diffusely scattered that reduced the uncorrected visual acuity to 20/30 (right) and 20/40 (left). It is suspected viral stromal keratitis, likely (B)(6). It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in both eyes. Patient reported symptoms are not interfering with daily activities. Patient was referred to local cornea specialist for 2nd opinion and treatment recommendations. Patient had reduced best corrected visual acuity today but is expected to improve again once infiltrates resolved. Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.25 x -1.50 x 10; left eye pre-op 20/20 -6.00 x -1.25 x 155. Bcva from (B)(6) 2017: right eye post-op 20/25 .25 x -1.00 x 30; left eye post-op 20/30 .75 x -.50 x 35.